Event description:
Philips received a complaint by the customer on the v60 indicating that there was no output flow as the device was not responding to the set airflow when the air flow test was executed, and there was no parameter display. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was no output flow as the device was not responding to the set airflow when the air flow test was executed, and there was no parameter display. The field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse evaluated the device, found that the intake filter was blocked by dust, and confirmed the reported issue after discovering that the flow sensor assembly was defective and needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the following has been reported the device was not responding to the set airflow when the air flow test was executed, and there was no parameter display. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Manufacturer narrative:
Per initial good faith effort (gfe) response, the field service engineer (fse) stated that the device failed the air flow accuracy test, and the repair cannot be performed as the replacement flow sensor assembly is currently on global hold. The repair is still pending.